Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified. The following activities were performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Could not duplicate the customer's complaint of intermittent operation. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 225024; supplier lot number: 1220450; qty of lot: (B)(4); release to warehouse date: 2/22/2012; manufacturing date: 2/22/2012; expiration date: n/a; supplier: (B)(4); manufacturing site: (B)(4); any anomalies or discrepancies in the manufacture of the lot: no anomalies or discrepancies found. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that an vapr vue generator had issues connecting to foot pedal and wants. Different wands were used and resulted in the same issue. There was no patient harm reported and no surgical delay. Surgery was completed with another unit.